Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pacing impedance measurement, reaching around 2400 ohms. In addition, the pacing capture threshold had increased significantly and noise, oversensing and suspected pacing inhibition were noted. There were also syncope/asystole episodes recorded. An x-ray was performed and a sharp curve in lead position was observed. The device was reprogrammed in monopolar pacing configuration and bipolar sensing, which resolved the oversensing issue. Arm maneuvers did not show any artifacts. This patient is not pacemaker dependent and only paces in the ventricular pacing about one percent. The plan is to replace this rv lead in the future. No additional adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pacing impedance measurement, reaching around 2400 ohms. In addition, the pacing capture threshold had increased significantly and noise, oversensing and suspected pacing inhibition were noted. There were also syncope/asystole episodes recorded. An x-ray was performed and a sharp curve in lead position was observed. The device was reprogrammed in monopolar pacing configuration and bipolar sensing, which resolved the oversensing issue. Arm maneuvers did not show any artifacts. This patient is not pacemaker dependent and only paces in the ventricular pacing about one percent. The plan is to replace this rv lead soon. No additional adverse patient effects were reported. This rv lead remains in service.